Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Per additional information received, the patient has experienced pain in her lower back and lower abdomen and painful intercourse. She underwent a second surgery in (B)(6) of 2011.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol."

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.